Event description:
A ventilator was returned to a third-party service center for preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. There was no harm or injury reported. During the evaluation of the device at third-party service center, no alarms sounded at bench run and no actionable errors located in the logs. Cosmetic damage found on the front case enclosure and universal porting block, both parts replaced. Following the replacement of the necessary parts, the device failed at testing on obm (oxygen blending module) gasket leak. The device's blower assembly was replaced to address the issue.